Manufacturer narrative:
Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device ran noisy was confirmed. An assessment was performed on the device and it was determined that the triggers intermittently jammed, there was inconsistent power during power check with test bench, and the device was running rough/vibration. It was further determined that there was corrosion on the electronic control unit and internal components, the screws on the motor plate housing were loose, and the coupling head was worn. The assignable root cause was determined to be due to wear on components from normal use over time, loctite degradation from repeated sterilization and improper cleaning. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device was noisy when running. During in-house engineering evaluation it was noted that the triggers intermittently jammed, there was inconsistent power during power check, and the device was running rough/vibration. It was further noted that there was corrosion on the electronic control unit and internal components, the screws on the motor plate housing were loose, and the coupling head was worn. It was reported that the event was not related to a surgical procedure. There was no patient involvement reported. There were no patient or user injuries reported. It was reported, there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.